Event description:
Please refer to page 3 for the full event description. Procedure: laparotomy. According to the reporter: post operative day 2, the patient was in the surgical ICU and was experiencing difficulty breathing and had severe coughing bout and sat upwards and forwards. Apparently the patient experienced sever pain in the abdomen and apparently the maxon suture tore off from the tissue as the patient's entire abdomen expanded and the doctor presumed the intestines exposed. Patient's condition was critical and unstable and was unable to at this stage re-do surgery which he passed on the following day. Clarification, patient expired on the following day. The blood loss was less than 500cc, part of the instrument broke inside the patient and the was unanticipated tissue loss as a result of the problem. Additional information requested via email. What was the patient pre-operative diagnosis? What was the patient's drug regimen ? What was the date of the surgery? Can you provide a copy of the operative report? What is the specific product alleged to be associated to this event? What are the product lot numbers? Was product re-sterilized prior to use? What is the full name + tile of person who reported the incident to you? What was the patient age, gender and weight? Can you report other relevant history, including preexisting medical conditions (e.g., allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)? Can you report patient relevant tests/laboratory data, including dates? What was the date of death? Can you provide a copy of the autopsy report? Is there any evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional? On the form, it is indicated that the product was re-sterilized. Can you confirm this is the case, or was that a typo? It is unusual for us to receive sterile suture samples. It was an error, the sutures were not resterilized.

Manufacturer narrative:
(B)(4).